Event description:
It was reported that patient presented in emergency room. It was noted that implantable cardiac defibrillator (ICD) exhibited over-sensing of premature ventricular contractions (pvc). No intervention was performed. Patient condition was stable.